Event description:
It was reported that there was a lead integrity alert (lia) due to t wave oversensing. The patient will be seen in the clinic. At this time no changes have been made and the right ventricular (rv) lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: competitor lead x2, implanted: (B)(6) 2002. (B)(4).